Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 21/may/2009. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model # provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ... Abdominal pain, ... Chest pain, incision pain, ... Band leak, ... Port site pain, ...".

Event description:
Event reported as, "access port has actually snapped to aps band: pt very distressed and in pain" the surgeon is endeavoring to get the pt into hosp for replacement of access port. The pt presented with abdominal pain and "under x-ray investigation, it was noted that the access port reinforced tapered section of the tubing was snapped in half. The pt was complaining of serious abdominal pain."